Event description:
It was reported that the transmitter was damaged by an electrical storm. Upon removing the prongs from the adapter, it was noted that they looked burnt.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.